Event description:
The customer observed falsely elevated architect total bilirubin results generated on the architect c8000 processing module for one patient when compared to other reference labs using a different method. The customer observed the results from the architect are high while the results from the reference labs ((B)(6)) are in the normal range of 0.2-1.2 mg/dl. The customer states the doctor declined to provide results from the reference labs. The customer reviewed the patient results from their facility with results going back to 2017 ranging from 1.3-2.6 mg/dl. Customer states they have no issues with cap failures, calibrations, or quality control issues. An example was provided from 2022 architect (sn (B)(6)) results = 2.3 mg/dl additionally, the following patient total bilirubin results from (B)(6) at the (B)(6) hospital (unknown which are architect or alinity): (B)(6) 2023, sid (B)(6), result = 2.3 mg/dl. (B)(6) 2023, sid (B)(6), result = 1.8 mg/dl. (B)(6) 2023, sid (B)(6), result = 1.9 mg/dl. (B)(6) 2022, sid (B)(6), result = 1.7 mg/dl. (B)(6) 2022, sid (B)(6), result = 1.7 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated architect total bilirubin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed. Return testing was not completed as returns were not available. Review of tracking and trending for the architect total bilirubin assay did not identify an increase in complaint activity related to the complaint issue, however, a search for similar complaints could not be performed as the complaint lot number is unknown. The device history record review did not identify any potential non-conformances, non-conformances or deviations related to the likely cause list number and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the architect total bilirubin assay for unknown lot was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated arhcitect total bilirubin results generated on the architect c8000 processing module for one patient when compared to other reference labs using a different method. The customer observed the results from the architect are high while the results from the reference labs (sonora quest and mayo clinic roche instrumentation) are in the normal range of 0.2-1.2 mg/dl. The customer states the doctor declined to provide results from the reference labs. The customer reviewed the patient results from their facility with results going back to 2017 ranging from 1.3-2.6 mg/dl. Customer states they have no issues with cap failures, calibrations, or quality control issues. An example was provided from 2022 architect (sn (B)(6) results = 2.3 mg/dl. Additionally, the following patient total bilirubin results from abbott instrumentation at the chandler regional hospital (unknown which are architect or alinity): on (B)(6) 2023, sid (B)(6), result = 2.3 mg/dl. On (B)(6) 2023, sid (B)(6), result = 1.8 mg/dl. On (B)(6) 2023, sid (B)(6), result = 1.9 mg/dl. On (B)(6) 2022, sid (B)(6), result = 1.7 mg/dl. On (B)(6) 2022, sid (B)(6), result = 1.7 mg/dl. No impact to patient management was reported.